Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown baseplate (unknown). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown date due to implant disassociation. Attempts have been made, and no further information has been provided.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure. Subsequently, the patient underwent a revision on approximately three (3) years post-implantation due to rotator cuff deficiency and chronic dislocation which caused the glenoid implant to fail. The surgeon removed the screws, baseplate, glenosphere, tray and bearing. The patient was implanted with a pmi glenoid with screws, humeral tray and bearing. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a2; a3; b2; b3; b5; d1; d4; d10; e1; g3; g4; h1; h2; and h6. D10 - associated devices: item #: 010000589 item name: comp rvrs 25mm bsplt ha+adptr lot #: 620280. Item #: 180550 item name: comp lk scr 3.5hex 4.75x15 lot #: 437630 qty: 2. Item #: 180551 item name: comp lk scr 3.5hex 4.75x20 lot #: 805430 qty: 2. Item #: 115396 item name: comp rvs cntrl 6.5x30mm lot #: 056200. Item #: 180551 item name: comp lk scr 3.5hex 4.75x20 lot #: 729060. Item #: 110031405 item name: mini tray std cocr +6 offset lot #: 65398299. Item #: 110031424 item name: cr vivacit-e 36mm brng std lot #: 65425326. Item #: 113607 item name: comp primary stem 7mm lot #: 64578920.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Previous root cause remains unchanged. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5; d1; d4; g3; h6; h11. H6 - proposed annex g: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of available records identified the following: single view right shoulder demonstrates a reverse total shoulder arthroplasty with superior orientation of the glenosphere along with radiolucency surrounding the central screw. No radiolucency along the humeral component. Ac joint degenerative change. Reverse total shoulder arthroplasty with malposition of the glenosphere and possible early loosening of the central screw. Osteopenia is present. Superior subluxation without glenohumeral dislocation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown date due to unknown reasons. Radiograph review indicated that the patient may have had possible disassociation between the humeral tray and stem, loosening of the central screw and subluxation between the humeral bearing and glenosphere. Attempts have been made, and no further information has been provided.